Event description:
Procedure: nephrectomy. According to the reporter: the device would not cut sharply, and another device was used to complete the procedure. There was no bleeding, no tissue damage, no additional tissue loss, and nothing fell into cavity. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).